Event description:
This device was explanted due to it reached eri prematurely during vt ablation procedure. The device treated the patient with 2 shocks during the ablation. Should additional information become available, this file will be updated.

Event description:
This device was explanted due to it reached eri prematurely during vt ablation procedure. The device treated the patient with 2 shocks during the ablation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the eri battery status. 5 charging cycles were recorded to the devices memory. The memory content of the device was inspected. The available iegms documented non-sustained tachycardia episodes on (B)(6) 2024. At 11:41:30 am, the iegm displayed characteristic ablation signals, which were detected by the ICD as ventricular fibrillation. Consequently, four charging cycles occurred, resulting in two shock deliveries. A documented charging time of 20 seconds most likely resulted in the eri battery status being activated. Based on the available data, the root cause of the prolonged charging time could not be determined. It is reasonable to assume that external influences, occurring during the ablation procedure, may have contributed to the prolonged charging time which subsequently resulted in the activation of the eri notification. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process of the device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.